Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2012 due to reception of inappropriate shocks. Six shocks were indicated at night while traveling. It was reported that the associated ICD memory was reviewed, which revealed that all episodes were due to ventricular oversensing, and there was no apparent association to external interference. It was indicated that all parameters were within a normal range (impedance, threshold and sensing), but when provocative tests were performed oversensing was reproduced in the same "left lateral decubitus" position. There was no indication that the patient fell. The lead was explanted and replaced, subsequently discarded. The subject lead was originally implanted with an ovatio crt on (B)(6) 2006. This ovatio was replaced with a paradym crt (sn: (B)(4)) on (B)(6) 2011. Further review of the available patient files from ICD memory, confirmed that the oversensing behavior was not evident while implanted with the ovatio. The first signs of oversensing were evident since (B)(6) 2012.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.